Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had his pump swapped on (B)(6)2024 as the patient's pump still had ~200 ml left in the tpn bags after the infusion had completed. The patient restarted the pump to infuse the remaining portion and when they infused the tpn, the bag and the pump are on a pole and elevated above the patient. Patient has a power PICC dl. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.